Event description:
It was reported that a spectrum pump alarmed false air in line and upstream occlusion when not present. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line was reproduced and upstream occlusion was not reproduced. A review of the event history log revealed air in line alarms and upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the conditions was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.